Event description:
The patient was receiving IV fluids. No urine output was noted. The patient was bladder scanned. The result was 0. A new foley catheter was placed and urine output after inserting new foley catheter was 200ml. The catheter that was removed did not appear to be broken or clogged.